Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed; however, a posterior needle-to-cuff miss occurred, which would result in a failure to retrieve the suture during needle plunger retraction and may appear similar to a suture break to the operator. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based in the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was pulled back from body of device, the suture broke. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.